Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total lap hysterectomy procedure, while the surgeon was using the device for his case, the blade was broken even though it had not touched metal. A new device was used to finish the procedure. There were no adverse consequences for the patient.